Manufacturer narrative:
The reported guide wire was received for analysis. It was observed that the guide wire was fractured and there was surface wear visible near the fracture end. The fractured portion of the guide wire was not returned. Scanning electron microscopy of the fractured end of the guide wire revealed excessive torsional damage and stresses. Radiopaque particles were identified on the tip bushing of the oad utilized in the procedure which is consistent with the oad driveshaft having spun into the guide wire spring tip. The root cause of the fractured guide wire spring tip is hypothesized to be user error as this analysis is consistent with the oad driveshaft having spun into the guide wire spring tip and causing the fracture. At the conclusion of device analysis, the reported event of a guide wire fracture was confirmed, however, the reported event of the driveshaft jumping forward was unable to be conclusively confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional information regarding another csi device used in this procedure, and the analysis for the oad, is documented in MDR 3004742232-2019-00119 and MDR 3004742232-2019-00119-001. Related manufacturer reference number: (B)(4). Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Additional information regarding another csi device used in this procedure is documented in MDR 3004742232-2019-00119. Related manufacturer reference number: (B)(4). (B)(4).

Event description:
During a procedure viperwire guide wire was used during treatment of a 95% stenosed type b lesion in the left main coronary artery. The lesion was treated with five passes at 80,000 rpm. On the fifth treatment pass, the tip of the guide wire fractured because the crown of the oad jumped forward. The physician decided to abandon the wire fragment. The patient was stable following the procedure.